Manufacturer narrative:
Reinforced surgical technique to customer. Device has not been received for evaluation.

Event description:
Post op pain and swelling occurred, surgery was performed and found a fluid filled sac, the tendon avulsed on one side and part of the graft was out of the tunnel. The calaxo was removed and replaced.